Event description:
New information received notes that the rv lead was alleged to have insulation issue according to the physician. The over-sensing resulted in pacing inhibition. Low lead impedance was observed and isometric exercises confirmed the inhibition of pacing. X-ray imaging showed some coil separation between the clavicle and first rib. No further adverse patient consequences were reported.

Manufacturer narrative:
Further information was requested, but not yet received.

Event description:
It was reported, that, the right ventricular (rv) lead exhibited oversensing. The rv lead was capped and replaced on (B)(6) 2024. The patient was stable throughout the procedure.